Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that near the end of a case, automatic ventilation stopped working and the machine alarmed for 'vent fail' and 'apl valve fail'. There was no patient injury reported.

Manufacturer narrative:
The replaced parts and the electronic log file were available for investigation. The reported symptom could be reproduced by means of the information recorded in the log file, which indicates a failure of the motor assembly. The investigation of the replaced motor revealed that a worn commutator led to an internal contact interruption. As a consequence the motor did not start up as expected. The fabius detected this failure and reacted in accordance with its implemented safety concept by stopping automatic ventilation and generating a corresponding visible and audible ventilator fail alarm. In context with this alarm further information on the fabius display advises the user to check the apl valve. A separate alarm related to the apl valve as reported by the user does not exist. The identified root cause is a result of wear and tear. The motor is designed for a lifetime of 10 years. This specific motor was about 8.5 years old. The number of such ¿early¿ failures is within the expected range and thus accepted. The repair of the motor assembly has fixed the problem. Further actions are not required.

Event description:
Please see initial-report.